Manufacturer narrative:
Ventilator was tested for 88 hours. There were no observations made that would inidcate the reported failure of "e07: im inter comm fail." Ventilator p/n 21562 (back plate) replaced as precautionary measure. Ventilator was inspected and tested and returned to customer.

Event description:
Ventilator inoperative code e07 reported by distributor testing per IFU.